Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) (B)(4), alleging that her onetouch ping meter had a faded display. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that alleged meter issue started approximately 3 weeks prior to her contacting lfs. The patient informed the csr that she manages her diabetes using insulin pump therapy, and for the last 3 weeks due to the meter issue, she has been adjusting her bolus (novorapid, unknown amount). She reported that as a precaution she has been administering less insulin, as she had to guess the readings at times. The patient denied developing any symptoms, and there is no evidence that she received any medical treatment. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, there was no indication of misuse of the product. The meter was requested back for evaluation and a replacement meter was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.